Manufacturer narrative:
It was originally reported that the device was fired automatically without depressing the actuator button forward after the device was fully primed.; but it was later discovered that the event was reported incorrectly. New information from capitol systems and services clarified the event as a failure to prime. After receipt of the follow up information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that the device allegedly fired automatically without depressing the actuator button forward after the device was fully primed. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly fired automatically without depressing the actuator button forward after the device was fully primed. There was no reported patient injury.